Event description:
Customer reported that he had high blood glucose of 359 mg/dl. Customer stated that her insulin pump drive support cap is flush. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force senor. Motor passed motor test. Unable to perform occlusion and excessive no delivery tests due to prime/fill anomaly. Unit had missing end cap sticker. Drive support disk was inspected and no anomaly was noted.